Event description:
The device was inspected before use with no issues noted. Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 80% stenosis and vessel tortuosity. The lesion was pre-dilated. It was reported that the device could not pass the lesion (high resistance noticed but excessive force was not used), the proximal of the device was noted to be kinked. The physician used a new device to complete the procedure. No clinical sequelae were reported. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the hypotube was kinked at 17cm, 32cm and 95 cm distal to the strain relief. The distal tip was damaged. Struts on the 6th and 7th distal segments were partially raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology) ¿ 80% stenosis and severe calcification, (deformation problem); evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 80% stenosis and severe calcification, inherent risk of procedure ¿ (stent deformation). (B)(4).